Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling system was used during an anterior posterior repair procedure. As the mesh assembly was being loaded onto the trocar and was pulled tight outside of the patient, the association loop reportedly separated. It is unknown if the association loop completely detached from the mesh assembly. The physician completed the procedure with another obtryx halo transobturator mid-urethral sling system with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.